Event description:
It was reported that the customer was hospitalized on (B)(6) 2015 due to high blood glucose levels. The customer stated that he also was sick and had an infection. The customer stated that any time he had an infection, his blood glucose levels were also high. The customer's blood glucose at the time of the hospitalization was 500 mg/dl. The customer's blood glucose at the time of the call was 400 mg/dl. The customer declined troubleshooting at the time of the call and stated that the insulin pump was working fine. Advised customer to call back at the time of the issue in order to troubleshoot. The customer also mentioned that the insulin pump was delivering how many units it was supposed to. The customer also received no delivery alarms. Explained possible causes and ways to avoid the alarm. The customer stated that she would call back to troubleshoot later. Advised that replacement infusion sets and reservoirs would be sent. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.